Event description:
It was reported that customer received a minimum fill notification while attempting to reload cartridge that still contained at least 80 units of insulin, and issue had occurred previously as well. There was no adverse impact to the customer's blood glucose level. Customer was instructed to clean pneumatic area on pump at next cartridge change and, during current event, reloading same cartridge resolved issue before customer ultimately changed cartridge and resumed insulin therapy; no additional actions by technical support were documented.